Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant (in ada site 4) and maxillary full arch prosthesis were placed in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's pain, poor bone quality/quantity and mobility of the implant and prosthesis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Follow-up being sent in order to correct the name of the implant given in brand name.

Event description:
The clinician reported that 1 month after the dental implant (in ada site 4) and maxillary full arch prosthesis were placed in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's pain, poor bone quality/quantity and mobility of the implant and prosthesis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Event description:
The clinician reported that 1 month after the dental implant (in ada site 4) and maxillary full arch prosthesis were placed in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's pain, poor bone quality/quantity and mobility of the implant and prosthesis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. Rp.017231.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.